Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the catheter was difficult to withdraw, and the guidewire became stuck. During the procedure the physician attempted to withdraw the catheter into the sheath but met resistance. While attempting to overcome said resistance the sheath and catheter fell back into the right atrium. They were then able to pull the catheter into the sheath and removed the catheter from the body. On the table it was difficult to remove the guidewire from the catheter and they noted that both the guidewire and the catheter were bent at their respective tips. Once the guidewire was removed, they attempted to load a second wire but were unable to do so. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).